Manufacturer narrative:
Device evaluation: one smiths medical cadd solis vip pump was returned for analysis with a damaged lens, downstream occlusion (dso) seal showing signs of contamination and corrosion on battery compartment. Event log history was performed and indicated that "info alarm: standard admin set latched", "high alarm displayed: cassette not attached properly" and "high alarm silenced: cassette not attached properly" were recorded in history. During analysis, the reported problem was not able to be duplicated. Service replaced the dso sensor as a precaution. Based on the evidence, the complaint was not confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump exhibited "cassette not attached" alarm. There was no patient involved in this event. No adverse effects were reported.